Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that there was clear surgical residue/debris on the product and no visible damage to the lens. Dimensional inspection found lens measurements within specifications. Corrected information: (B)(4). The reporter did not state the cataract was induced. Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -10.5 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and lens opacity.